Event description:
Total hip replacmeent procedure. Femoral head trial part popped off during the procedure and fell into the retroperitoneal space. Surgeon was unable to retreive the part. Attempted to x-ray, but does not show on x-ray, part is plastic, no radio-opaque quality. Part left in pt, procedure complete.